Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this patient's right ventricular (rv) lead was having irregular shock impedances out-of-range of over 200 ohms. Technical services (ts) recommended to perform defibrillation threshold (dft) test and possible rv lead and/or device replacement. Ts inquired if isometrics and pocket manipulations were performed, it was believed that they were, although it was not confirmed. Ts finally recommended to perform a tug test and return the products if the physician decided to explant them. In addition, irregular intrinsic amplitude was noticed. The sales representative indicated that the dft test was attempted, but the device displayed an error code. Subsequently, this patient's implantable cardioverter defibrillator (ICD) and rv lead were explanted and replaced. This ICD was eventually returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. The returned implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. Visual inspection identified no anomalies, and no holes were noticed in the seal plugs. The ICD passed automated electrical testing which includes pacing, sensing, shocking, and lead impedance testing. The device operated appropriately, according to its performance specifications. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient's right ventricular (rv) lead was having irregular shock impedances out-of-range of over 200 ohms. Technical services (ts) recommended to perform defibrillation threshold (dft) test and possible rv lead and/or device replacement. Ts inquired if isometrics and pocket manipulations were performed, it was believed that they were, although it was not confirmed. Ts finally recommended to perform a tug test and return the products if the physician decided to explant them. In addition, irregular intrinsic amplitude was noticed. The sales representative indicated that the dft test was attempted, but the device displayed an error code. Subsequently, this patient's implantable cardioverter defibrillator (ICD) and rv lead were explanted and replaced. This ICD was eventually returned for analysis. No additional adverse patient effects were reported.